Event description:
It was reported that the insulin pump alarmed, indicating a compromised force sensor system during the prime process. The blood glucose reading was 205 mg/dl. The customer stated that the insulin pump was stuck in the prime/rewind loop. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
An alarm indicating a compromised force sensor system occurred during the prime test at 4 units due to a faulty force sensor resistor. The insulin pump was received with a cracked reservoir tube lip, minor scratched liquid crystal display window, and scratched reservoir tube window.